Manufacturer narrative:
(Shp cable) the evaluation confirmed the reported event and attributed it to use error. No internal cable wires were exposed and no fraying noted; however, cable knuckling and external black insulation was wrinkled and misshaped.

Event description:
On 04/01/2025, it was reported by a sales representative via (B)(6) that an ar-8330h shaver's cord is frayed. Discovered during the case, device swapped, and case completed with no patient effect. Additional information received 4/15/25. It was reported on (B)(6) 2025 that the cord was bulging throughout the cable and sticking out through the sheath. Cable is not smooth.